Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime and fill anomaly. They changed out the infusion set tubing in the middle of the night. The customer stated the insulin continued to drop after motor stopped during the fill tubing process. The customer removed the reservoir and did a rewound on the insulin pump but they got the same problem on the second try. The customer¿s blood glucose level was 204 mg/dl which they treated with a correction bolus. After an hour, their blood glucose rose to 248 mg/dl. The customer reported their blood glucose level rose as high as 587 mg/dl. They treated with insulin shots. Troubleshooting was performed. The customer was advised to attach a new infusion set and restart the reservoir and tubing process. The customer reported that the load reservoir process completed without insulin exiting out of the tubing. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly noted. Device was tested with a water fill reservoir. Device left on status screen matched properly with units left on test reservoir.